Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented via remote transmission. Upon review, the right ventricular lead exhibited noise episodes. The patient was pacemaker dependent. No intervention was performed. The patient's condition was unknown.